Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had diarrhea and thought it was from medication. They also had issues on knowledge on the controller. Additional information was received four days later. Urinary symptoms were better, but now the patient had diarrhea and it was noted it must be the pills they were taking for urinary infection; the patient had stopped taking the pills. The patient was referred to their doctor and an implant was scheduled for (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.